Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res# (B)(4) was implemented. The case description states that the user's pdm became hot when charging. The user also reported that the pdm was getting stuck when loading. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge, during which the pdm did not become hot. The pdm was able to charge to 100% and turn on. Upon turning on, the pdm entered the loading screen, however the pdm was unable to get past the loading screen and enter the lock screen. This indicates that the processor boot loader is in critical failure. The investigation confirmed the processor boot loader failure as the cause of the reported pdm loading issue. Due to the processor boot loader failure, data was unable to be downloaded from the pdm. Without the data, the investigation was unable to determine whether the recorded battery temperature remained within the operating temperature specification during use. The exact cause of the reported pdm overheating while charging could not be conclusively determined.

Event description:
It was reported by the patient that their omnipod personal diabetes manager (pdm) was very hot to hold after charging to 28% for about 30 minutes. Based on the patient's description of the charging cord, they do not appear to be using the charging cord provided with the pdm. The patient reported he let the pdm cool off then attempted to plug in to charge, and the pdm was noted to be stuck on the loading screen. No impact to the patient's blood glucose levels was reported. The patient did not require medical attention. The pdm was returned for investigation.